Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 83580 were returned and analyzed. The data files showed at least 5 injections were performed with a different balloon catheter on the date of the event. System notice (b(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the date of the event multiple times. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice (B)(4). Dissection and electrical continuity test also showed the tc wire was broken under the strain relief in the handle. Dissection also showed dried blood found inside the catheter. The dissection/pressure test showed a guide wire lumen kink and breach inside the balloons at 1.7 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach and a broken tc wire in the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The replacement balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.